Event description:
During a gastroplastia-lap band operation, an air/gas leak was noticed from the back handle screw of the retractor. Said leak caused deflation of the patient and they could not proceed with the operation. No patient injury or treatment was associated with this event.